Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection and sepsis. The patient was treated with intravenous antibiotics and a new right ventricular lead was successfully placed and implanted. No additional adverse patient effects were reported.